Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch cable (which belongs to the system) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming footswitch cable. However, how or when the component became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the pre-set eye pressure displayed would go up intermittently. The case was completed as planned with no harm to the patient.